Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 146170: 30 items manufactured and released on 18-nov-2014. Expiration date: 31-oct-2019. No anomalies found related to the problem. To date, 13 items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in reporting instability 4 years and 10 months after the primary surgery. The surgeon upsized the insert u.c. 14mm s2 to an insert u.c. 20mm s2 to give the patient more stability. The surgery was completed successfully.